Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d9, h3, h11, e1 (event site name and address- full name & address is included in previous MDR), h6 (type of investigation, investigation findings, component codes, investigation conclusions, medical device, problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue and found that the display screen connection cable was loose. Reattaching the cable securely solved the issue. There were no parts replaced. The unit passed all functional and safety checks to factory specification and was cleared for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6).

Event description:
It was reported that during routine power-on checks, the cs100 intra-aortic balloon pump (iabp) unit had display screen malfunctions. There was no patient involvement reported.